Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. A revision procedure was performed and the lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a superficial cut in the insulation at 19.5 centimeters (cm) from the terminal pin. This cut corresponds to the cut noted in the suture sleeve and was likely occurred when the suture was removed at the explant procedure. The suture sleeve was tied down at 19-21 cm from the terminal pin. A cut was noted in the insulation at 22.5 cm from the terminal pin. Blood/body fluid was noted throughout the lumen and most likely infiltrated through the cut. It was noted that the stylet was stuck inside the lead, most likely due to the dried blood/body fluid. There were set screw marks noted on the terminal pin. An x-ray of the lead did not reveal any fractures. Analysis indicated that the clinical observation was not confirmed. The lead passed all electrical testing.